Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). No code available use for surgical intervention.

Event description:
After review of medical records patient was revised to addressed failed tha with metallosis. Operative notes indicated adverse local tissue reaction, osteolysis, pseudotumor and corrosion on stem. Added medical history, gtin and expiration date of head. Also added product details of stem, cup and sleeve. Corrected patient's initial. Doi: (B)(6) 2009 dor: (B)(6) 2017 left hip.

Manufacturer narrative:
Additional narrative: der reported that the surgeon stated it was 54mm asr xl cup that stayed in as well as corail stem. Surgeon removed spacer and head. Spacer stayed inside head so unable get part number. Surgeon chose to use our head and go off label by snapping our ts ceramic 28 head (B)(4) into smith & nephew bipolar head that articulates into existing asr xl shell. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der reported that the surgeon stated it was 54mm asr xl cup that stayed in as well as corail stem. Surgeon removed spacer and head. Spacer stayed inside head so unable get part number. Surgeon chose to use our head and go off label by snapping our ts ceramic 28 head (1365-28-710 l 8175813) into smith & nephew bipolar head that articulates into existing asr xl shell. Update (B)(6) 2017: litigation received. Litigation alleges pain and excessive levels of metal ions. Added complainant information. There are no medical records and laboratory values provided. Added unknown stem and cup for the alleged elevated metal ions.